Manufacturer narrative:
(B)(4). The complaint rt266 infant dual heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported that the swivel wye of 4 rt266 infant dual heated evaqua2 breathing circuits are disconnecting. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Section d10 amended to "no" as device no longer available for evaluation. Method: the complaint rt266 infant dual heated evaqua2 breathing circuits were not returned to fisher & paykel healthcare (f&p) for evaluation. Our investigation is based on the customer's description of event, photography and our knowledge of our product. Results: visual inspection of the photograph provided by the customer shows that the swivel elbow and wye have disassembled. Conclusion: without the complaint device, we could not determine what caused the rt266 swivel to dissemble. The infant swivel is assembled using a machine to ensure a consistent tightness of connection. All rt266 dual-heated evaqua2 breathing circuits are designed to conform to iso: 5367. All circuits are visually inspected, pressure and flow tested during production and those that fail, are rejected. The user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuits also state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Set appropriate ventilator alarms.'

Event description:
A healthcare facility in california reported that the swivel wye of 4 rt266 infant dual heated evaqua2 breathing circuits are disconnecting. No patient consequence was reported.